Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer states that for the past month they has been having a low blood glucose of 40 mg/dl,50 mg/dl and 60 mg/dl. Customer states that they was experiencing low blood glucose in morning and in (B)(6) they had low blood glucose in day and after having meal. Customer states that they was treated with carbs, orange juice and ice cream. Customer states that they was using the insulin pump system within 48 hours of reported low blood glucose event. The pump will be returned for analysis.